Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established for the reported unknown scope communication error as it was not confirmed that the reported malfunction occurred with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an unknown scope communication error involving an olympus colonovideoscope. There was no patient injury reported.